Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and was not able to reproduce reported error 1126 on the usm 2. The isi fse replaced the usm due to errors in the logs. The system was tested and verified as ready for use. Isi has received the usm instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative emailed a picture of error logs. The email was forwarded to the isi technical support engineer (tse). No troubleshooting was performed. Logs were reviewed and the error pointing to the axes controller spar (acs) in the universal surgical manipulator (usm) 2 was noted. There was no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to have errors 1126/31226. The unit was also tested on a testing platform and failed the fiber test for parallelogram with error 1126 present. The reported problem was confirmed via related notifications and replicated on system testing. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.